Manufacturer narrative:
Investigation summary: two photos were received by our quality team for evaluation. From the photos, the team is unable to determine the needle connectivity functional failure. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Probable root cause: root cause could not be determined the needle connectivity functional failure from the returned photos. If the sample are received in the future, the complaint will be re-opened and re-investigated.

Event description:
It was reported that the bd 1ml tuberculin syringe slip tip experienced leakage, and difficulty connecting the syringe to the mating component. The following information was provided by the initial reporter: this is a report about leakage due to a connection issue between syringe hub and needle. According to the customer's report, the connection between the hub of bd's syringe and non-bd's needle becomes loose, causing leakage.